Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown. Date explanted - unknown. PMA/510(k) number - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to infection. All components were removed and replaced with spacer molds. Patient underwent reimplantation on an unknown date. It was further reported patient underwent a revision on (B)(6) 2013 due to instability. The polyethylene bearing and locking bar were removed and replaced. Additionally, the patient was revised on (B)(6) 2013 due to instability. The polyethylene bearing and locking bar were removed and replaced. Finally, the patient was revised on (B)(6) 2013 due to instability. All components were removed and replaced with an oss system. No further information has been provided to date.